Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection and no patient extension lines were in use. The patient did not disconnect prior to the alarm. All of the bags were properly connected. The supplies were not damaged by an outlet port clamp or assist device. The home patient (hp) stated the unused the supply line clamp was open. The technical service representative (tsr) had the hp power cycle hc. The hc alarmed system error 2367. The tsr had the hp power cycle hc again. The hc proceeded to "press go to start." The tsr informed the hp to start over with all new supplies or to use manual supplies to complete therapy. The tsr instructed the hp to inform his registered nurse of the alarm. The hc was operational. Proper procedures were reviewed with the patient. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) stated the unused the supply line clamp was open. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.